Manufacturer narrative:
Poly core not returned for evaluation. Evaluation based on clinical report. Device replaced due to patient stepping into a ditch and breaking poly core.

Event description:
Patient had poly core revised after patient stepped in a ditch and broke the poly core 2 months prior to explant.